Event description:
It was reported; syringe failed to expand an acculif tl 6-9mm cage. Would not hold pressure.

Manufacturer narrative:
Method: device evaluation and device history review. Results: no relevant issues were identified in the manufacturing records. Upon visual inspection, no issue was found with the returned syringe - the syringe was able to maintain the recommended psi during a functional test. Conclusion: because the returned syringe was determined to be fully functional, a plausible root cause of the reported event cannot be identified.

Event description:
It was reported; syringe failed to expand an acculif tl 6-9mm cage. Would not hold pressure.